Event description:
During an acl reconstruction the screw broke. The patient had medium bone density per the surgeon. The surgeon prepared an 11mm tunnel and used a btb graft. The tunnel was tapped with 9mm tap prior to the 9mm calaxo screw being inserted. The screw fractured into multiple pieces as it was being driven in. The calaxo screw was drilled out, which caused a delay of twenty minutes. Reconstruction was completed with an 11x30 softsilk screw. Sales representative for smith+nephew confirmed that the surgeon had seated the screw, removed the driver, then felt it was protruding into the joint too far. The surgeon then placed the driver back into the screw, went to advance the screw when it broke.